Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and titanium adapter which resulted in a leak. Subsequently the patient developed fungal peritonitis. The transfer set was no longer flush against the titanium adapter; the "internal aluminum of the transfer set appears widened". This was observed during use of the device for peritoneal dialysis therapy. The connection was properly tightened before therapy started. To resolve the issue, the transfer set was replaced. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. No additional information is available.